Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a tear was detected on the cuff surface of the tracheal tube. Functional testing found the cuff failed to inflate, the sample did not pass. The root cause could be due to improper use of the product. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the endotracheal intubation was performed, however, when trying to inflate the cuff, the same it has hole. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.